Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had deflation problem. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, the balloon appeared to be prolapsed at the distal end. No hole/puncture was noted to the balloon. During functional testing, an in-house presto inflation device was used to inflate the balloon. The balloon did not inflate so, an attempt to insert an in-house guidewire to the inflation lumen via the proximal end was made but it was unsuccessful but heavy resistance was encountered. Under microscopic observation, saline residue was noted to the guidewire. No further testing performed. Therefore, the investigation remains inconclusive for the reported deflation problem as functional test could not be carried out due to presence of saline residue. However, the investigation is confirmed for the identified material deformation as the distal end of the balloon was noted to be prolapsed. A definitive root cause for the reported deflation problem and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had deflation problem. The procedure was completed using another device. There was no reported patient injury.